Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("hemorrhage (use of diapers for 10 to 15 days)"), abdominal pain ("abdominal pain") and suicide attempt ("suicide attempt with no reason") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity ((B)(6) child). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced general physical health deterioration ("her general health status worsened"), 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), suicide attempt (seriousness criterion medically significant), abdominal distension ("swollen belly"), depression ("depression"), arthralgia ("joint pain"), headache ("headaches"), irritability ("irritability"), fatigue ("significant fatigue") and uterine pain ("uterus pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage, suicide attempt, abdominal distension, headache, irritability, fatigue and general physical health deterioration outcome was unknown and the abdominal pain, depression, arthralgia and uterine pain was resolving. The reporter provided no causality assessment for abdominal distension, abdominal pain, arthralgia, depression, fatigue, general physical health deterioration, genital haemorrhage, headache, irritability, suicide attempt and uterine pain with essure. The reporter commented: following other investigations, the patient decided with her husband and with physicians to remove essure. Pain and depression regressed progressively. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.